Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of the "low power" could not be confirmed. However, during service and repair, device failures were found, but were not related to the reported event. If additional info is received, a supplemental report will be submitted.

Event description:
Report received from (B)(6) stating that the device had low power. It is known that the device was being used during surgery. It is also know that there was not patient injury; however, it is unk if there was any medical intervention or surgical delay related to the event. There is a discrepancy in the date of the event ((B)(6) 2011) and device returned date ((B)(6) 2011), which is believed to be due to an entry error. Attempts have been made to contact the customer regarding additional info, but no additional info was obtained and the exact date of the event is unk. No additional info available.